Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according the information received, it was reported that during a shoulder surgery the vapr 3 footswitch had a short. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation revealed that some areas of the device were peeled, and the initial cord had nicks. Also, it was found that the connector pins were bent; therefore, cannot be connected into the generator. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Since the functional test could not be performed, this complaint cannot be confirmed, and we cannot discern a root cause for this failure. The possible root cause for the bent pins can be attributed to the heavy use while trying to connect and disconnect in the connection point. Also, the damage in the cable can be attributed to rough handling of the device. However, it cannot be conclusively affirmed. As per IFU-103095 it is important to ensure the maintenance, the footswitch surfaces can be cleaned with detergents and disinfectant cleaners according to standard hospital practices. Also, ensure the connector is correctly oriented before insertion and if pulling the cable may cause damage to the device. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a shoulder procedure on (B)(6) 2021, it was observed that the vapr 3 footswitch device had a short circuit. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.